Event description:
While using the device to deliver tpa to blockage in leg, the pump chamber developed a small hole and lost suction. This occurred after the catheter was primed and introduced into the patient's body.